Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare product manager that an rt236 infant dual-heated evaqua breathing circuit failed the ventilator leak test. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare product manager that an rt236 infant dual-heated evaqua breathing circuit failed the ventilator leak test. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit was visually inspected for damage and pressure tested for leaks. Results: the returned breathing circuit was undamaged. The circuit functioned properly during pressure testing and did not leak. Method: the reported fault was not replicated as the breathing circuit operated properly and did not leak during pressure testing. No fault was found with the device.

Manufacturer narrative:
(B)(4).the complaint breathing circuit is currently en route to fisher & paykel healthcare (B)(4) for evaluation.we will provide a follow-up report upon receipt of the breathing circuit and completion of our investigation.